Event description:
It was reported that the customer had a motor error alarm during priming on the insulin pump. The customer's blood glucose level was 140 mg/dl. The customer was advised to disconnect from the insulin pump. The customer was advised after the troubleshooting was performed to discontinue use of the insulin pump and revert to back up plan. The patient was advised to return the insulin pump and we will sent replacement. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and a bleeding lcd glass.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.